Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had noise. The device was reprogrammed to resolve the issue. Patient remained asymptomatic.

Event description:
New information received notes patient date of birth and age.